Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Per medwatch: nurse disconnecting patient from continuous chemo pump. Flushed huber needle and nurse noted IV tubing leaking when flushed with ns. No chemo was noted to be spilled under dressing or on patient skin. Patient instructed by nurse to cleanse area with soap and water and report any skin irritation.